Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator experienced difficulties with the stop button responding. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Evaluation of the returned cycler determined that the stop key on the keypad was physically damaged most likely from operator misuse. Review of the treatment log file indicates that a high venous pressure alarm occurred shortly after the treatment was initiated. The pressure profile was consistent with a partially occluded or kinked venous line. The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide when an alarm cannot be resolved in a timely manner. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified regarding the blood loss. Nxstage medical considers this report closed. No additional information will be provided.